Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a para-ophthalmic aneurysm using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through its introducer sheath and into a non-penumbra microcatheter; therefore, the smart coil was removed. The physician then attempted to advance the smart coil through the introducer sheath of a previously used smart coil; however, the smart coil was unable to fit; therefore, it was removed. The procedure was completed using additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had multiple offset coil winds. There was no visible damage to the pusher assembly or either of the returned introducer sheaths. Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the returned smart coil was able to advance through both returned introducer sheaths and a demonstration microcatheter with no resistance. Further evaluation revealed the embolization coil had a couple minor offset coil winds. The offset coil winds did not create any resistance during functional testing of the device. These offset coil winds may have occurred during packaging for return to penumbra or when transferring the coil between introducer sheaths during the procedure. The returned introducer sheaths were undamaged. The non-penumbra microcatheter was not returned for evaluation and the root cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.